Event description:
Complainant alleged that the medic was unable to pace a 61 year old male pt presenting a bradycardia heart rhythm, while using the multi-function cable with the device. The ppm setting was on 120 and the ma was set at 120, but the medic determined that the pt was not receiving pacing pulses by the lack of appropriate pt movement, and by the fact that there was no pacing marking shown on the device screen. The medic was able to obtain another device to pace the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.